Event description:
The customer reported to olympus that the connecting tube of the endoscope reprocessor was falling apart. There was no patient harm associated with the event.

Manufacturer narrative:
Device manufacturer date: the device was manufactured in (B)(6)2012 based on the three-digit lot number. The specific date could not be determined with that information. The device was returned and evaluated, and the customer¿s allegation was confirmed. It was found that both gray lock levers and metal clips from the reprocessor side blue connector were detached. Both gray lock levers and metal clips were returned for evaluation. The device history record was unable to be reviewed for this device since the specific manufacturing date was not known. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it is likely the connecting tube could not be connected due to detachment of the lock lever by external stress. As for the cause of the external stress, the user may have applied force toward the incorrect direction. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following, which may help to identify the issue: "move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device. In addition, there were white spots and black stains noted inside the tube and scratches outside of the tube-connecting tube. It was also observed that there were scratches and nicks/dents on the metal connector of the connecting tube and nicks/dents on the plastic blue connector. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.